Event description:
The lay user/patient called lifescan (lfs) on august 7, 2006, and alleged that the meter was prompting and error 4 message. The lfs representative was able to speak with the patient and she obtained the following information.the patient was unable to test on her meter because of the error 4 message for approximately 4 days. Her last test was in 2006, however, the result was not known, as the patient has already packed her meter to send back to lfs. The patient takes novorapid 5 units in the morning and glargine 3 units with each meal. These amounts do not vary unless the patient eats a large meal. During the time period that she did not test, she did not make any adjustments to her insulin. Three days later, the patient began to feel dizzy, she had something to eat and drink and she did report feeling better after treatment. She did not seek any medical attention. The patient reported that her test strips were in good condition and the temperature was within range. The meter issue was not resolved with troubleshooting. This complaint is being reported, as the patient was unable to test on her machine and she does take insulin to manage her diabetes. The patient later had symptoms, ate food, and felt better. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.